Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the system pcb assembly, as well as all four (4) battery pins. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a recent patient event. The customer advised that medical personnel had been monitoring the patient and were in the process of removing the ECG leads when the device powered off by itself. Medical personnel were able to restore power, but it powered off by itself a second time. The patient was being transported when the issue occurred and there was no adverse patient outcome as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control further examined the removed system pcb assembly and observed that pin 30, located on pcb-mounted jack connector designator j5, was damaged and would not connect. Pin 30 supplies the 12-volt power to all of the pcb's inside of the device and a disruption to the signal could cause the device to shut down; therefore, it is reasonable to conclude that the damaged pin 30, located on pcb-mounted jack connector designator j5, was the likely cause of the reported issue.